Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that they could not hear alarms at the pic ix; the alarms were working properly visually. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. And confirmed the user could not hear the sound of the alarms; they could see the alarm on the screen, and the bedside monitor was working properly. The tc stated that they found the sound volume was set to one; the tc expected the volume to be set to four. The tc suspected the volume had been changed, but not sure by who. The tc rebooted the pic ix, and once the rebooting was completed, increased the volume to four. The alarms with sound were then working properly. The customer also requested the speaker be replaced so the speaker was replaced. Based on the information available and the testing conducted, the cause of the reported problem was the volume setting. The reported problem was confirmed. The device was operational after the reboot and volume change was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.